Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. Based on the available information, the peritonitis infection can be attributed initially to a patient breach in aseptic technique. The persistent nature of the infection can be attributed t pd catheter (not a fresenius product) biofilm. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse stated that on (B)(6) 2025 this patient was seen in the outpatient pd clinic with symptoms of abdominal discomfort. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus pseudintermedius. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. However, the patient¿s pd nurse indicated that the peritonitis did not resolve despite antibiotic therapy. It was stated the patient¿s pd culture (obtained on (B)(6) 2026) continued to have growth of the same bacteria. It was stated that the peritonitis infection persisted because the pd catheter (not a fresenius product) developed biofilm. The nurse reported that the patient had planned hospitalization for (B)(6) 2026 for a cardiac procedure (unrelated to dialysis, captured in (B)(4) and that the patient refused pd catheter removal until that time. The nurse confirmed that the patient was currently hospitalized for cardiac procedure with planned pd catheter exchange: not peritonitis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was initially attributed to patient breach in aseptic technique and that the persistent nature of the infection was caused by pd catheter biofilm.

Event description:
It was reported that this patient on peritoneal dialysis (pd) therapy was hospitalized with peritonitis. There were no reported allegations that the event was caused by fresenius products. In additional follow-up, the pd nurse stated that on (B)(6) 2025 this patient was seen in the outpatient pd clinic with symptoms of abdominal discomfort. Per the nurse, the patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus pseudintermedius. The patient was treated with intraperitoneal (ip) antibiotics utilizing vancomycin (dosing not provided) for a diagnosis of peritonitis. However, the patient¿s pd nurse indicated that the peritonitis did not resolve despite antibiotic therapy. It was stated the patient¿s pd culture (obtained on (B)(6) 2026) continued to have growth of the same bacteria. It was stated that the peritonitis infection persisted because the pd catheter (not a fresenius product) developed biofilm. The nurse reported that the patient had planned hospitalization for (B)(6) 2026 for a cardiac procedure (unrelated to dialysis, captured in (B)(4)) and that the patient refused pd catheter removal until that time. The nurse confirmed that the patient was currently hospitalized for cardiac procedure with planned pd catheter exchange: not peritonitis. The patient¿s nurse confirmed that the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse stated that the peritonitis event was initially attributed to patient breach in aseptic technique and that the persistent nature of the infection was caused by pd catheter biofilm.

Manufacturer narrative:
Correction: h.8.